Event description:
Customer reports: the g tube leaked on two units from the same batch. Per additional information received on 10/11/23 , the leak occurred at the tube connection. Both incidents occurred with the same patient.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.